Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the insulin pump had an unexpected restart error alarm and the button error. Customer¿s blood glucose value was unknown. Customer was not able to clear the alarm and not able to rewind the insulin pump. Customer stated that the time was advancing and insulin pump had frozen display. Customer was advised to discontinue the use of the insulin pump and refer the backup plan as per health care professional instruction. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 alarm, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).